Manufacturer narrative:
It was reported to abbott a patient underwent a system explant due to no longer wanting the therapy. Surgery took place where the ipg was explanted but the leads (or lead segments) were left implanted. The physician did not inform the reps whether leads were cut or left intact. However, no rep was present so it can be assumed that the leads were cut. There were no other complications. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. D6a: implant date is unknown. D10: therapy date is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that during an elective explant procedure on an unknown date in aug2025, the leads were unable to be explanted due to patient anatomy. As a result, the leads were possibly cut, and part of the leads remain implanted. Surgical intervention may be undertaken in the future to address the issue.